Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2019-06347. It was reported that patient presented via a remote transmission with noise on the atrial and ventricular leads. The lead noise was not reproducible. The patient was stable.